Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found and replaced the tubing at pinch valve (pv49) to resolve leak. The fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. The leak was described as 50 ml of clear fluid from the analyzer and was not contained. The leak was identified while the analyzer was attempting to run samples. Quality control samples (qc) were acceptable. The analyzer generated an error condition of "diluent comparison out of limits." A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing personal protective equipment of gloves, glasses and gown at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.